Event description:
It was reported that it was impossible to install new software such as fullview and field action 536. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) software reconfiguration was done to rectify update issues. Stylus is defective. System cooling fan is noisy.